Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm. Blood glucose value was 400 mg/dl at the time of the incident and the customer experienced nausea but did not go to the hospital. There is no indication how the customer treated their high blood glucose value. Troubleshooting was performed and it was determined that the device operated as designed. Nothing will be replaced or returned.